Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 12 infusions set fell off during use event on 01-jan-2024. Insertion was cleaned, air-dried and free from hair. Infusion set has been used for 1- 2 days. The blood glucose level was 160-180 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.